Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the concerned device was not providing enough benefit to the pt anymore due to a sudden hearing loss. The pt was re-implanted on (B)(6) 2013, with a cochlear implant.